Event description:
Allegedly femur had to be recut x 3 (distally). In summary, they found the distal femoral resection depth insufficient and required a recut several times by moving the blocks and/or pins.

Manufacturer narrative:
(B)(4).